Event description:
The customer was hospitalized and in a coma for three weeks. Prior to the hospitalization customer was experiencing high and low bgs. Troubleshooting was performed. The lead screw over rotated and the time was off.